Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received a "beep" from the pump with a notification that "insulin would be suspended." As the contact did not have the pump during contact with tandem technical support, the type of alarm could not be identified. The customer's blood glucose level was not impacted.